Event description:
It was reported that the images on the 9900 system are intermittently inverted and/or reversed. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue is currently under investigation. A follow up report will be filed when additional details become available.